Event description:
User received discrepant igm results for proficiency material and pt samples. Five proficiency material samples were tested. One example was provided. Actual date of testing is unk. Initial result was 3.0 mg/dl which was within acceptable range. Sample was repeated and gave result of 6.0 mg/dl. Thirty-four pt samples were tested for correlation study between analyzers. Three examples were provided. Second result was performed on another analyzer at the site. Sample 1 initial result 6.0 mg/dl, repeat result 8.0 mg/dl. Sample 2 initial result 5.0 mg/dl, repeat result 9.0 mg/dl. Sample 3 initial result 6.0 mg/dl, repeat 9.0 mg/dl. Initial results were reported. Pts were not adversely affected. The field service rep was unable to find a cause, but noted replacement of the abs photometer eliminated the inconsistencies with the assay. Performance tests were performed.